Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure coil had perforated her fallopian tube") and genital haemorrhage ("abnormal heavy bleeding / heavy bleeding") in a 31-year-old female patient who had essure (batch no. 901342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included molar pregnancy and placenta accreta. Concurrent conditions included endometriosis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 7 days after insertion of essure, the patient experienced menorrhagia ("prolonged menses ") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia"), headache ("headaches") and female sexual dysfunction ("apareunia"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced irritability ("chronic irritability") and nausea ("nausea"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovary cyst"). In 2013, the patient experienced abdominal distension ("abdominal swelling / o look five months pregnant just from the bloating"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"), scar ("scar tissue / complications from essure removal procedure - large amount of scar tissue") and cervix inflammation ("cervix - acute inflammation"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), allergy to metals ("allergy to nickel"), vaginal discharge ("irregular vaginal discharge"), arthralgia ("joint pain / hip pain"), weight increased ("weight gain"), neuralgia ("nerve pain"), dyspepsia ("heartburn"), the first episode of biliary colic ("gallbladder pain"), visual impairment ("decreased vision"), the first episode of abdominal pain lower ("severe abdominal pain lower"), salpingitis ("salpingitis"), uterine cervical erosion ("cervix with focal erosion"), pelvic adhesions ("left fallopian tube with focal fibrous adhesions"), asthenia ("after essure, I became weak"), the second episode of abdominal pain lower ("cramping"), menstruation irregular ("irregular menses"), swollen tongue ("swollen tongue"), chest pain ("chest pain"), the second episode of biliary colic ("gallbladder pain"), syncope ("fainted"), pain ("my whole body hurt") and depression ("my depression has gotten worse"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, back pain, migraine, allergy to metals, alopecia, vaginal discharge, fatigue, arthralgia, weight increased, neuralgia, abdominal distension, procedural pain, vaginal haemorrhage, dyspareunia, dyspepsia, irritability, headache, visual impairment, ovarian cyst, salpingitis, scar, uterine cervical erosion, cervix inflammation, nausea, pelvic adhesions, female sexual dysfunction, asthenia, the last episode of abdominal pain lower, menstruation irregular, swollen tongue, chest pain, the last episode of biliary colic, syncope, pain and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, asthenia, back pain, cervix inflammation, chest pain, depression, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritability, menorrhagia, menstruation irregular, migraine, nausea, neuralgia, ovarian cyst, pain, pelvic adhesions, procedural pain, salpingitis, scar, swollen tongue, syncope, uterine cervical erosion, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of abdominal pain lower, the first episode of biliary colic, the second episode of abdominal pain lower and the second episode of biliary colic to be related to essure. The reporter commented: since having the surgery, the symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Ultrasound scan - on (B)(6) -2015: left coil perforated fallopian tube . On (B)(6) 2013 patient had transabdominal and transvaginal ultrasound report resulted in linear hyperechogenicity in the bilateral fallopian tubes identified, consistent with patient status post essure device placement. On (B)(6) 2015 patient had surgical pathology report resulted in there is a 2.5 cm long by 0.2 cm in diameter metallic coiled structure within the right and left fallopian tube insertion point, consistent with a transcervical sterilization device. Linear hyperechogenicity in the bilateral fallopian tubes identified, consistent with patient status post essure device placement: pelvic pain, dyspareunia. ¿concerning the injuries reported in this case, the following one/ones were described in social media : asthenia, abdominal pain lower, menstruation irregular, swollen tongue, chest pain, biliary colic, syncope, pain, depression" . Most recent follow-up information incorporated above includes: on 7-jun-2018: events- "after essure, I became weak, cramping, irregular menses, swollen tongue, chest pain, gallbladder pain, fainted, my whole body hurt, my depression has gotten worse" added from social media. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure coil had perforated her fallopian tube") and genital haemorrhage ("abnormal heavy bleeding") in a 31-year-old female patient who had essure (batch no. 901342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included molar pregnancy and placenta accreta. Concurrent conditions included endometriosis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 7 days after insertion of essure, the patient experienced menorrhagia ("prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia"), headache ("headaches") and female sexual dysfunction ("apareunia"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced irritability ("chronic irritability") and nausea ("nausea"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovary cyst"). In 2013, the patient experienced abdominal distension ("abdominal swelling"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"), scar ("scar tissue / complications from essure removal procedure - large amount of scar tissue") and cervix inflammation ("cervix - acute inflammation"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), allergy to metals ("allergy to nickel"), vaginal discharge ("irregular vaginal discharge"), arthralgia ("joint pain"), weight increased ("weight gain"), neuralgia ("nerve pain"), dyspepsia ("heartburn"), biliary colic ("gallbladder pain"), visual impairment ("decreased vision"), abdominal pain lower ("severe abdominal pain lower"), salpingitis ("salpingitis"), uterine cervical erosion ("cervix with focal erosion") and adhesion ("left fallopian tube with focal fibrous adhesions"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, back pain, migraine, allergy to metals, alopecia, vaginal discharge, fatigue, arthralgia, weight increased, neuralgia, abdominal distension, procedural pain, vaginal haemorrhage, dyspareunia, dyspepsia, biliary colic, irritability, headache, visual impairment, abdominal pain lower, ovarian cyst, salpingitis, scar, uterine cervical erosion, cervix inflammation, nausea, adhesion and female sexual dysfunction outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adhesion, allergy to metals, alopecia, arthralgia, back pain, biliary colic, cervix inflammation, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritability, menorrhagia, migraine, nausea, neuralgia, ovarian cyst, procedural pain, salpingitis, scar, uterine cervical erosion, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: since having the surgery, the symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Ultrasound scan - on (B)(6) 2015: left coil perforated fallopian tube . On (B)(6) 2013 patient had transabdominal and transvaginal ultrasound report resulted in linear hyperechogenicity in the bilateral fallopian tubes identified, consistent with patient status post essure device placement. On (B)(6) 2015 patient had surgical pathology report resulted in there is a 2.5 cm long by 0.2 cm in diameter metallic coiled structure within the right and left fallopian tube insertion point, consistent with a transcervical sterilization device. Linear hyperechogenicity in the bilateral fallopian tubes identified, consistent with patient status post essure device placement: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs+mr received, reporter added, lab data added, concomitant condition added, product information updated,lot number added , events added as:-vaginal hemorrhage, dyspareunia, dyspepsia, biliary colic , irritability, headache, pelvic pain, visual impairment, abdominal pain lower, ovarian cyst, salinities, scar, uterine cervical erosion, inflammation, nausea, adhesion, female sexual dysfunction. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure coil had perforated her fallopian tube") and genital haemorrhage ("abnormal heavy bleeding / heavy bleeding") in a 31-year-old female patient who had essure (batch no. 901342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included molar pregnancy, placenta accreta and ovarian abscess (approximate date of treatment 2006). Concurrent conditions included endometriosis. Concomitant products included vitamin b12 nos for hair loss, topiramate (topamax) for headache and migraine as well as cetirizine hydrochloride (zyrtec) since 2005, duloxetine hydrochloride (cymbalta) from 2014 to 2016, gabapentin since (B)(6) 2012, montelukast (singulair) since 2013 and naproxen sodium (anaprox) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 7 days after insertion of essure, the patient experienced menorrhagia ("prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced vaginal discharge ("irregular vaginal discharge"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), visual impairment ("decreased vision") and female sexual dysfunction ("apareunia"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"), irritability ("chronic irritability") and nausea ("nausea"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovary cyst"). In (B)(6) 2013, the patient experienced abdominal distension ("abdominal swelling / o look five months pregnant just from the bloating") and dyspepsia ("heartburn"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"), salpingitis ("salpingitis"), scar ("scar tissue / complications from essure removal procedure - large amount of scar tissue"), uterine cervical erosion ("cervix with focal erosion"), cervix inflammation ("cervix - acute inflammation") and pelvic adhesions ("left fallopian tube with focal fibrous adhesions"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain, pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergy to nickel"), arthralgia ("joint pain / hip pain"), neuralgia ("nerve pain"), the first episode of biliary colic ("gallbladder pain"), asthenia ("after essure, I became weak"), menstruation irregular ("irregular menses"), swollen tongue ("swollen tongue"), chest pain ("chest pain"), the second episode of biliary colic ("gallbladder pain"), syncope ("fainted"), pain ("my whole body hurt") and depression ("my depression has gotten worse"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, migraine, allergy to metals, alopecia, vaginal discharge, fatigue, arthralgia, weight increased, neuralgia, abdominal distension, procedural pain, vaginal haemorrhage, dyspareunia, dyspepsia, irritability, headache, visual impairment, ovarian cyst, salpingitis, scar, uterine cervical erosion, cervix inflammation, nausea, pelvic adhesions, female sexual dysfunction, asthenia, menstruation irregular, swollen tongue, chest pain, the last episode of biliary colic, syncope, pain and depression outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, asthenia, cervix inflammation, chest pain, depression, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritability, menorrhagia, menstruation irregular, migraine, nausea, neuralgia, ovarian cyst, pain, pelvic adhesions, procedural pain, salpingitis, scar, swollen tongue, syncope, uterine cervical erosion, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of biliary colic and the second episode of biliary colic to be related to essure. The reporter commented: since having the surgery, the symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2015: left coil perforated fallopian tube on (B)(6) 2013 patient had transabdominal and transvaginal ultrasound report resulted in linear hyperechogenicity in the bilateral fallopian tubes identified, consistent with patient status post essure device placement. On (B)(6) 2015 patient had surgical pathology report resulted in there is a 2.5 cm long by 0.2 cm in diameter metallic coiled structure within the right and left fallopian tube insertion point, consistent with a transcervical sterilization device. Linear hyperechogenicity in the bilateral fallopian tubes identified, consistent with patient status post essure device placement: pelvic pain, dyspareunia. ¿concerning the injuries reported in this case, the following one/ones were described in social media : asthenia, abdominal pain lower, menstruation irregular, swollen tongue, chest pain, biliary colic, syncope, pain, depression" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure coil had perforated her fallopian tube") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), migraine ("migraines"), allergy to metals ("allergy to nickel"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), fatigue ("fatigue"), arthralgia ("joint pain"), weight increased ("weight gain"), neuralgia ("nerve pain") and abdominal distension ("abdominal swelling"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove essure devices). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, back pain, migraine, allergy to metals, alopecia, vaginal discharge, fatigue, arthralgia, weight increased, neuralgia, abdominal distension and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, neuralgia, procedural pain, vaginal discharge and weight increased to be related to essure. The reporter commented: since having the surgery, the symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Ultrasound scan - on (B)(6) 2015: left coil perforated fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.